Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery.

Event description:
It was reported that air bubbles were observed within the t: lock. Customer was using cold insulin and was not preforming the air removal steps. Reportedly, the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. At the time of the call no action was taken to address the bg. Customer performed a supply change to address the issue.